Event description:
It was reported that physician indicated that during procedure, the associated guide wire was unable to advance within the left ventricular (lv) lead, it felt 'sticky'. The lv lead and guidewire were flushed, and the guidewire was advanced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).